Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed; the exact location of the air bubbles was not provided. Blood glucose (bg) level was 510mg/dl and was addressed by changing the cartridge, drinking water, and physical activity. Reportedly, the customer expelled the air bubbles by priming the tubing, and resumed insulin.